Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p; implanted: (B)(6) 2020, 439888 lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right atrial (ra) lead. The lead was reprogrammed and remains in use. It was also noted there was diaphragmatic stimulation and phrenic nerve stimulation on the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.